Event description:
Healthcare professional reported a xen®45 gts event described as "the slider of the injector did not move forward in the usual smooth way, it stayed stuck half-way" during implantation in the left eye. Surgery was completed with backup device. No eye injury reported.

Manufacturer narrative:
Clarification to august 2020. Device analysis: a functional test was conducted. The slider moved the entirety of the travel distance in all three angles. Needle moved in tandem with the slider knob. Complaint is not confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.